Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic feeling tired. Upon interrogation, the pulse generator exhibited oversensing farfield r-waves which caused inappropriate mode switches the device was reprogrammed. No additional information was reported.